Event description:
(2/2, reference (B)(4) for related complaints) (documenting pump #2): per email (medwatch report mw5108120, report date: 10-jan-2022): inbound: patient reports no disposable alarms on both pumps. Despite troubleshooting. Alarm persists. No further details provided.